Event description:
Hearing aid pt has a history of ear infections with her present hearing aid. She reported pain in her ear after wearing the aids for several hours. Her dr diagnosed an ear infection and gave her ear drops.